Event description:
It was reported that during routine follow up, the battery voltage was lower than expected. It was noted that pre-arrhythmia electrogram was programmed on for one month. The device is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same as a device marketed in the u.s. The event is being reported due to an alleged malfunction.